Manufacturer narrative:
The reporter's meter was provided for investigation where it was tested using retention strips and retention controls. Testing results (qc range = 4.1 - 6.8 inr): qc 1: 5.2 inr. Qc 2: 5.1 inr. Qc 3: 5.2 inr. The obtained qc values were in the allowed range of the used combination strip lot - qc lot. All measurements were without error messages.

Manufacturer narrative:
The customer's test strips were requested for investigation and replacement product was sent to the customer. The product has not been received at this time. If the product is returned in the future, a follow up report will be submitted. On a regular basis, coaguchek strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection. Occupation - the occupation is patient/consumer.

Event description:
It was reported that a patient received discrepant results when testing with coaguchek xs meter (B)(4). When initially trying to test with the meter, errors indicating an unusable test strip and a measurement error occurred. A new vial of test strips was then opened and two results were measured. At 8:59 p.m., a sample from the patient was tested using the meter, resulting in a value of 3.1 inr (36.9 sec). At 9:00 p.m., a sample from the patient was tested using the meter, resulting in a value of 5.3 inr (639 sec). The result of 5.3 inr was reported to the patient's doctor and the patient was advised to hold her warfarin dose either on (B)(6) 2021.

Manufacturer narrative:
The customer's test strips were requested for investigation and replacement product was sent to the customer. The product has not been received at this time. If the product is returned in the future, a follow up report will be submitted. On a regular basis, coaguchek strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection. Occupation - the occupation is patient/consumer.

Event description:
It was reported that a patient received discrepant results when testing with coaguchek xs meter serial number (B)(4). When initially trying to test with the meter, errors indicating an unusable test strip and a measurement error occurred. A new vial of test strips was then opened and two results were measured. At 8:59 p.m., a sample from the patient was tested using the meter, resulting in a value of (B)(6) inr (36.9 sec). At 9:00 p.m., a sample from the patient was tested using the meter, resulting in a value of (B)(6) inr (639 sec). The result of 5.3 inr was reported to the patient's doctor and the patient was advised to hold her warfarin dose either on (B)(6) 2021 or (B)(6) 2021.